Event description:
Customer received claims of suspected false negative hcg, without any details. The caller stated that there were multiple suspected false negative urine hcg results vs. Positive results when serum testing was performed. Further information was requested by technical service but no other details were available.

Manufacturer narrative:
Product lot number was not provided by the customer. Technical service representative contacted customer in an effort to obtain this information but lot number and further details of complaint were not available. Since no product lot number was provided, there is insufficient information to pursue further investigation. This issue will continue to be tracked and trended. No corrective action is required as no product deficiency was established.